Event description:
Customer reported that their AED is prompting an error code of "AED error or warning; pads warning". The customer stated that their AED screen showed pads warning, and the self-test could not be done successfully. The AED is actually working just fine. The AED maintenance activity is was not reported. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED is prompting an error code of "AED error or warning; pads warning". The customer stated that their AED screen showed pads warning, and the self-test could not be done successfully. The AED is actually working just fine. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Based on the review of the device log file the AED was requested to be returned so that it may be evaluated and tested. The AED has not been returned and the cause of the event is not known. Should additional information become available a follow-up MDR shall be submitted.